Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 418 mg/dl and checked again in 1 hour the current blood glucose was 500 mg/dl. Customer reports the following symptoms related to their high blood glucose were chest is tight and feels nauseous. Customer treated for high blood glucose with insulin pump. Based on customer report customer does not allege pump was under delivering. Run load reservoir and fill tubing with current set and insulin exited at the qr. Customer declined to continue pump troubleshooting. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer stated she had a low blood glucose last night at 50 mg/dl and drank orange juice. Customer declines to troubleshoot for low blood glucose. While troubleshooting for high blood glucose, customer finds her cannula was bent. The customer will not be returned for analysis.